Event description:
The customer contact reported that ac power cord had a bent prong. The pump was returned to the biomedical engineering department with an unsigned note that stated, "bent prong on power cord." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There were no report of any adverse pt event and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4) (B) (4).